Event description:
The pt reported an electronic error occurred on the infusion device during the night with no display message, only a beep and vibration. The pt stated none of the buttons on the infusion device were responsive. The pt changed the battery and left the infusion device turned off but was unable to resolve the issue. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.